Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range 2.5 - 3.5. (B)(6) 2015 inratio inr=2.1; clinic poc=4.4 greater than 8 hours between tests. (B)(6) 2015 lab inr=4.6. Patient self tester indicated that throughout (B)(6) he was in the hospital a total of three times for issues with erratic heart beat and atrial fibrillation. He could not recall the exact dates but each stay was 5 days in duration. First stay was during the first week of (B)(6), second stay was during the second week of (B)(6), and the third stay was during the third week of (B)(6). He was released from each stay as stable. On (B)(6) 2015 patient self tester received an ablation procedure. Hospitalizations not related to inr.